Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, drug or alcohol abuse, xerostomia, smoker, immediate implantation, peri-implantitis, mobility. Implant failed before crown was seated